Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that it's leaking saline and air from the rubber section where the guidewire goes through. When flushing saline through the t-lock assembly. When they are aspirating blood, it aspirates air from t-lock. No other information provided.